Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. This complaint addresses two cases of burst-fracture. Single stage anterior surgery was performed using the cage and supplemental anterior plate. Both of these failed within 3 months of surgery, the patients were offered a revision procedure but they declined. It is unknown what caused failure of the construct and the exact failure is unknown. The surgeon was contacted multiple times however no additional information was provided to date.

Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that two (2) patients experienced 'failure of construct' post-operatively. They were offered revision surgery but declined. The exact failure of the construct has not been reported. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, leesburg, va)'; catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.

Manufacturer narrative:
Remains implanted.

Event description:
Through review of white paper 'reconstruction of the thoracolumbar spine using a new adjustable cage design', it was reported that two (2) patients experienced 'failure of construct' post-operatively. They were offered revision surgery but declined. The exact failure of the construct has not been reported. The aim of the paper was to determine the safety of the capri cage system and the feasibility of its use in patients with various spine pathologies. The device information is reported as 'capri® large expandable cage system (k2m®, leesburg, va)'; catalog and lot numbers are not provided. Dates of surgery range from 2016-2020.